Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles coming from the cartridge and into the patient line. The user's blood glucose (bg) level was 300 mg/dl. The user changed the supplies and delivered a bolus via the pump to address bg level. Reportedly, the user was unaware of the air removal technique.